Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homehoice machine during dwell 3/4 of their automated peritoneal dialysis therapy. Per initial report, baxter's technical service center assisted the home pt in ending the therapy early. Follow up with the home pt's primary care nurse revealed that the home pt was disconnecting their transfer set from the pt line of the homechoice set during therapy and using a minicap to cap off the line & the transfer set. At the time of the call the home pt had reconnected themself to the setup. No pt injury or medical intervention was associated with this incident, per the home pt's primary care nurse.